Event description:
During an MRI scan with a pediatric patient, an IV set leak was discovered. The patient was receiving an infusion of propafol for sedation. After about 20 minutes into the MRI scan, the patient began to stir. The nurse entered the MRI scan room and found fluid leaking from the IV set at the lower connection end of the pumping section of the IV set positioned in the infusion pump. The scan was ended, and the patient was revived without incident. The patient went home with the parents following the scan. No injury resulted from this event. The scan was sufficiently completed that no re-scan was required.

Manufacturer narrative:
In 2006 during an MRI scan, a sedated pediatric patient was receiving an infusion from an iradimed corporation mridium 3850 MRI infusion pump. The infusion administration set being used was an iradimed corporation 1000 series (1057type) infusion set (lot number lvh020), which is intended for use with this infusion pump. This IV set is a single use device, which was used for the first time with this patient. The expiration date for use of this IV set was august 30.2007. The patient received the infusion through a peripheral IV access port using a becton-dickinson catheter. The weight of the patient who received the series of MRI scan was not reported, but was estimated (based from the patient's age). The scan was performed in a philips intera 1.5 tesla MRI imaging system. The total length of the scan was about 20 minutes before the scan was stopped. The patient was undergoing a series of MRI scans while being sedated with the mridium 3850 MRI infusion pump. The patient was positioned inside the MRI bore in a head-in first position. The MRI staff had indicated that prior to the MRI scan, the IV set was primed, and installed into the infusion pump without any problem. The patient was then set up and moved into the MRI scanner, and the scan was begun. After about 20 minutes into the scan, the MRI staff were preparing to initiate contrast injection (using another unrelated contrast injector), and it was observed that the patient was moving inside the MRI bore. The nurse entered the MRI scan room and found fluid leaking from the IV set near the lower connection point where the set is placed inside the infusion pump. The scan was ended, and the patient was revived without incident. The patient went home with the parents following the scan. The radiologist determined that the scan information was satisfactory and did not require the scan to be repeated. The leaking IV set was removed from the infusion pump. All joints of the IV set were secure, and it prepared that an area of the silicone rubber pump tubing retained within the pump was cut on the IV set. Investigation results: upon learning of the event, the hospital was contacted, and preliminary information was obtained. After the initial review of the facts, it was determined to send an iradimed corporation representative to the facility to gather additional information. On october 4, this representative visited the hospital and examined the IV set and infusion pump in question. Examination of the IV set indicated that the pumping section of the IV set (silicione rubber tubing) had been cut or torn near the lower connection point inside the pumping area of the infusion pump. This length of silicone rubber (about 5 inches) is held in position at 2 points atop several peristaltic pumping "fingers" inside the pumping area. The IV set was photographed during the october 4 visit, but this assembly was retained by the hospital, and was not available for examination at the iradimed corporation facility. The description of the damaged tubing was made by the company representative that examined the IV set on-site. The silicone tubing was cut or torn near the top of the "nipple-end" of ivp1044 tubing adapter. The end of silicone tubing slides over this "nipple-end" of ivp1044 tubing adapter, and is secured with tension and a separate retaining ring (part number ivp1045). A section of the silicone tubing and ivp1045 retaining ring were still in their normal position after the cut/tear was observed. The mridium infusion pump in use at the time of the event was shipped to iradimed corporation for further examination. The infusion pump was tested and found to operate within specification. The infusion pump's physical appearance and operation appeared normal. Additionally, the area where the silicone rubber tubing is retained (inside the plastic free-flow carrier retainer, part number ivp1047) was examined for any unusual sharp edges or burrs. This pump did not exhibit any unusual sharp edge on the free-flow carrier retainer (part number ivp1047). However, as a precautionary step, this assembly was replaced in the event that this assembly could have contributed to this failure. As a normal follow up, refresher in-service training was provided to the MRI and anesthesia staff following the october 4 visit to ensure proper installation and operation of the pump was being followed.investigation conclusions: from our investigation, it is not clear what exactly caused the failure of this IV set. It is clear that all joints of the IV set were secure, and did not fail from any mechanical failure of any bonded joints of the IV set. As an aread of the silicone rubber pump tubing retained within the pump was cut or torn on the IV set, there are several possible factors have could have caused or contributed to this failure: the IV set could have become damaged during manufacturing of the set that allowed the silicone rubber tubing to be cut or torn as a result of the assembly process. During the assembly process, if the silicone tubing fitted over the "nipple-end" of ivp1044 plastic tubing adapter fitting is improperly assembled, this could result in damage to the silicone rubber tubing at the point in question. The IV set could have been damaged after removal from the sterile pouch by the user, in a way that could have allowed a tear to form after it was installed into the infusion pump. It is not clear what the operator did after removal, but mishandling of the IV set could have damaged the silicone rubber portion of the IV set, but this also could result in damage to the silicone rubber tubing at the point in question. The IV set could have been damaged during installation into the infusion pump. It is not clear what the operator did during the IV set installation, but improper installation could have damaged the silicone rubber portion of the IV set. The proper installation instructions for the IV.....more